Manufacturer narrative:
One opened silicone irrigation/aspiration tip (I/a tip) in protector within a box was received for the report of a ruptured a capsule while polishing the posterior capsule. The I/a tip was visually inspected and was found to be conforming, there were no metal shavings or burrs detected on or protruding from the I/a tip. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be visually conforming, therefore a metal shaving or burr on the I/a tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the I/a tip was found conforming to the manufacturer's specification. All silicone I/a tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery, a patient had ruptured capsule while polishing the posterior capsule. They physician while examining the tip, pulled out a metal shaving that had been embedding into the silicone. There was a no burr or a shaving from the metal tip underneath. The physician stated metal was ¿sticking out¿ and it appeared to have punctured the silicone from the exterior. Additional information received clarified that an anterior vitrectomy was performed for capsule rupture by the metal shard. The cataract surgery was completed by implanting a sulcus lens. The patient was discharged to home.